Event description:
A pt was transported from a small hospital to large one. Pt had a celect filter placed and one of the legs migrated into the aorta according to CT performed at the other hospital. When arriving at the larger hospital, the physician ordered another CT scan to confirm that the leg was in the aorta. CT confirmed the filter leg in the aorta. The physician was able to successfully retrieve the leg with a retrieval set. Venogram and aortogram showed no extravasation from vena cava nor aorta. Pt is doing well.

Manufacturer narrative:
Expiration date - unk as lot is unk. (B)(4). Device manufacture date is unk as lot is unk. Event eval: still under investigation.